Event description:
The customer reported both monitors are black and an intermittent problem with blown fuses on the monitor cart. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a blown fuse on the monitor cart power supply. Ge representative replaced the monitor cart power supply. No patient injury was reported.